Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patients device has not worked in a while and not even sure if it was charged. Patient did not bring pp. Tss advised patient to see hcp for MRI guidelines. No symptoms reported.